Manufacturer narrative:
Age at time of event: 18 years or older.    (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.  (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left iliac artery. A non-bsc guide wire was advanced to the lesion. A 0x80x75mm epic¿ vascular stent was selected to treat the target lesion. When the physician attempted to advance this device, it was noted that the device got stuck on a non-bsc guide wire. The physician tried to remove the guide wire from the stent; however, the devices remained stuck outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.